Event description:
It was reported that during revision surgery doctor broke 4 screwdrivers trying to remove the other screws. The end result was that he had to leave the plate in the patient.

Manufacturer narrative:
Technical investigation showed that the tip of the screwdriver blade was broken. Further, it was determined that the remaining flanks were heavily, plastically deformed. The direction of the plastic deformations of the remaining flanks pointed to the influence of too high torsional forces during application. Moreover, the fractured surface showed the appearance of a forced rupture and at the fractured area, a secondary crack was also visible indicating too high torsional forces. Additionally, pressure mark was also seen at the slot area of the blade caused by high bending forces. The root cause for the reported event was attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
It was reported that during revision surgery doctor broke 4 screwdrivers trying to remove the other screws. The end result was that he had to leave the plate in the patient.

Manufacturer narrative:
Investigation in progress but not yet complete.